Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen was blank. The distributor stated the pump had audible tones. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.